Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they were having occlusion issues. The customer mentioned that they had low blood glucose as well. The customer's blood glucose was 438 mg/dl at the time of incident. The customer's blood glucose was 220 mg/dl at the time of call. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.